Manufacturer narrative:
The reference device was returned to the service center for a physical evaluation. The cause of the "black dots" in the image was attributed to the 30+ broken fibers. A visual inspection on the returned device noted the bending section skeleton tab is protruding (sticking out) from the bending section cover near the insertion tube area. The bending section cover was removed and the skeleton is fully broken and separated with no signs of any sharp edges. The instruction manual states the following; ¿do not twist or bend the bending section with your hands¿. Additionally, the instructions for safe use manual indicate that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section and this would occur more so in a narrow environment. Based on the evaluation, the cause of the damage is due to excessive force and/or stress attributed to mishandling.

Event description:
The service center was informed that in the middle of the procedure, black spots on the screen were observed. The procedure was finished without any difficulty using same scope. The scope was received for repair and the scope has 30+ broken fibers, leaks from a cut on a-rubber, a large leak from bx channel at distal end, and protruding broken skeleton sections. There was no patient injury reported.